Manufacturer narrative:
Additional information: patient weight updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was used to treat the graft 1st obtuse marginal. Approximately 1 month post procedure the patient suffered nstemi, no action was taken. The patient is not recovered. The investigator assessed the event as not related to the anti-platelet medication or index device. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device.